Event description:
The facility reported an infusion pump with "12:303". It is not known if the failure occurred while infusing on a pt. The facility's rep stated that no pt injury was reported on this pump since the last baxter service event. Despite baxter's efforts, no details were provided regarding the date this report occurred, the medication involved, pump programming, set-up info, specific pt info, tubing product code and lot number in use. Add'l contact info was requested but none was provided.